Event description:
It was reported that during a cryoplasty treatment procedure a vessel dissection occurred. The lesion being treated was located in an unspecified vessel. While discussing cryoplasty therapy the physician stated that when he first started using the polarcath balloon catheter a number of years back, he experienced a very bad dissection. However, he was unable to recall any specific details of the event.

Event description:
It was reported that during a cryoplasty treatment procedure a vessel dissection occurred. The lesion being treated was located in an unspecified vessel. While discussing cryoplasty therapy the physician stated that when he first started using the polarcath balloon catheter a number of years back, he experienced a very bad dissection. However, he was unable to recall any specific details of the event.

Manufacturer narrative:
Procedure occurred in early 2000. (B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).